Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed no disposable. The pump settings had been reviewed, but the alarm persisted. Troubleshooting steps were explained to the caller; however, they preferred to power off the pump and allow the doctor¿s office to address the issue. The pump was powered off and the tubing was clamped. The caller was instructed to contact the clinic at 0800 for further guidance. Reservoir volume: 15.9 ml, continuous rate: 2.1 ml/hr, and amount given: 80.10 ml. Patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.